Event description:
On (B)(6) 2013, an attempt was made to drain the left pleural effusions with an 8.5 french fuhman catheter from a female patient, age not provided. Pleural fluid sample indicated that the physician was in the correct position in the 3rd intercostal space. The guidewire was placed through the needle and removed. A nick was made at the skin and the dilator was advanced and removed. The fuhman catheter was attempted to be inserted, then the guidewire, however only advanced halfway, too much resistance to advance further. The wire was removed intact but no drainage from the fuhman so the fuhman was discontinued. The tip of the fuhman was not intact after removal. No resistance was felt. The cxr confirmed that a 2 cm tip was stuck in her subcutaneous tissue, outside of the thorax. On (B)(6) 2013, an exploration of the fuhman wound was done under fluoroscopy. The tip was removed and bilateral chest tubes were placed. The patient was discharged in stable condition.

Manufacturer narrative:
(B)(4). Unknown as lot # is unknown. Maude report # (B)(4). Per information supplied by the customer, no product will be returned. Quality control specification states, "confirm tip is free of nicks, splits and debris." "Confirm open lumen of catheter, endhole size and transition with appropriate wire guide checker as specified." This product is shipped with instructions for use which states under step 6: "introduce the wire guide and gently advance it into the selected cavity. Note: the wire guide should advance without impedance." Step 7: "remove the needle, leaving the wire guide in place, then dilate with the supplied dilator to facilitate catheter introducer." Step 8: "introduce the catheter over the wire guide. Note: the wire guide should always extend beyond the catheter tip." Without the actual complaint device it is hard to determine what may have caused the device to fail, however, based on the information that we have it is possible that the device received excessive resistance causing it to separate. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.